Event description:
Device report 2 of 2. Reference MFR report#: 1627487-2012-09981. The pt is implanted with two percutaneous leads from different lots. It was reported the pt starts to experience a headache about 30 minutes after using the stimulation therapy. The pt reported the headache to be saturated on the left side. The symptoms starts to dissipate when he turns the system off. The pt's pain pattern is low back and legs. He is receiving effective stimulation coverage as desired. The pt did not experience these symptoms during the trial. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.